Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited oversensing of noise on the ventricular channel. The source of the noise was suspected to be caused by external electromagnetic interference, pocket manipulation or myopotentials. No device intervention was performed. No patient symptoms were reported as a result of the noise but it was noted that the patient had atrial tachycardia, atrial fibrillation, and atrial flutter episodes. Patient will continue to be monitored.